Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted, the circular seal was cut. The obturator, cannula, envelope seal and trocar appeared to be intact. The device was received with the obturator inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing, the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device had air or gas leaked from the seal. The device was leaking gas while using with 5mm hand tool. There was no injury caused to the patient and no medical intervention was required.